Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed the following: the pumps audible features were not functioning due to a cracked solder connection in the audio circuit; the display was dim and discolored; the battery compartment was cracked. Unrelated to these issues, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pumps auditory features were not functioning, the display was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.